Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicm5_12.6, -8.50 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was explanted due to discomfort. After the removal, there was no discomfort. There is no plans yet to implant another lens.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with residue on product. Visual inspection found the lens to have a curved shape and presence of residue on the lens surface. (B)(4).